Manufacturer narrative:
Visual examination was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic due to their pacemaker eroding through the pocket. The patient's right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were all exposed and visible through the pocket. The ra and rv leads were explanted. The pacemaker and lv lead were explanted and replaced. Patient was stable.